Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient complains that all metal detectors go off and experiences uncomfortable stimulation during passing the metal detectors never had this problem before. Patient has the implantable neurostimulator (ins) since 4 years. Didn't experience a fall or hit on the system or anything like that see above. No cause specified. Turning off the ins takes away the uncomfortable stimulation

Manufacturer narrative:
G2: country belgoium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported turning off the ins has resulted in no more uncomfortable stimulation nor setting of the metal detectors¿ alarm. After a few days, patient turned the ins back on, and have not experienced any more problems since. Patient's indication for use was non-obstructive retention.